Event description:
Report received of the tubing leaking near the filter. The customer reports that the incident (date unspecified) occurred while the patient was receiving a hydration IV of 1000ml of ns with 30meq of potassium. The patient was reported to have been home for about 2 hours when leakage from an unspecified area at the filter was noted. The patient returned to the cancer center where the tubing was changed and discarded. There was no reported patient sequelae.